Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9126671. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications (B)(4) noted that did not pertain to the complaint. Occurrence: a complaint history check was performed and this is the 1st related complaint for shield does not detach as intended, needle hub separates and needle bent on lot # 9126671. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, shield does not detach as intended, needle hub separates and needle bent) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle hub separated from the bd insulin syringe with the bd ultra-fine¿ needle during use. The following information was provided by the initial reporter: "consumer reported, shields are difficult to remove stated, needle hub separated needle bent when removing shield but he still used it and had a successful injection stated, he's been using his teeth to remove shield, (advised not to do that)."